Event description:
The patient underwent a spine procedure including l2-5 fusion. The patient returned to clinic 8 months later and imaging revealed failure of an l2 pedicle screw. The screw popped out. The patient underwent a revision procedure. Manufacturer response for pedicle screw, screw bone 5.5x7.0x45.0mm spine pedicle cortical expedium polyaxial titanium [404988] (per site reporter). Depuy was notified. They have responded saying they could not perform a full evaluation because they did not have sufficient lot# information. We would like them to complete the evaluation of the device, with or without the lot#.